Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011 follow-up, 6 months after implantation, the physician observed a high ventricular impedance and observed noise episode recorded in the device memory. A 24 holter ECG was performed, but did not reveal any anomaly. The pacemaker memory data revealed that the high impedance measurement started in (B)(6) 2011. The physician asked for an explanation.